Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with right l5 radiculitis secondary to retropulsed l5-s1 cage and underwent the following procedures: epidurial injection with duramorph and bupivicaine. Removal of posterior spinal instrumentation, right l4, l5 and s1 peek rod. Removal of spinal instrumentation, right s1 pedicle screw. Removal of biomechanical device, 12 x 28 mm peek cage. Replacement of biomechanical device, 15 x 30 mm cage with grafts. 6 interpretation of fluoroscopy. Regional block. Micro dissection. Indications for procedure: the patient presented with a history of retractable radicular pain on the right secondary to retropulsed tlif (transforaminal interbody fusion) cage. Inspite of having adequate cage position on post-operative imaging studies, the cage moved backward. As per op-notes, ¿..the set screws were removed, the peek rod was removed. The s1 pedicle screw was in the corridor of access to the l5-s1 facet joint so this was removed in addition¿.in any event, the screw was removed. The far lateral disc was then removed using rotating curettes and rasp and rotating cutters. Eventually, this allowed the cage to be removed. Eventually, a 15 x 30 mm cage was packed with graft and forwarded into the anterior aspect of the annulus over the cage. Rhbmp-2 was placed. The pedicle screw was then replaced using open technique. Eventually, a 55 x 6.5 mm screw was placed. The peek rod was replaced. Set screws were laid down. Compression was performed by loosening the set screws at l5, compressing l5-s1 and then compressing l4-l5.¿